Event description:
It was reported that there was a broken/frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no report of patient injury or delay in procedure. The instrument came to central processing without additional information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.